Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 06/2025).

Event description:
It was reported that during an angioplasty procedure, the balloon was inflated and the pta balloon catheter allegedly had small hole at the proximal portion of the shaft where the diluted contrast allegedly leaked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess dilatation catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. During the functional testing, negative pressure was applied to deflate the balloon completely. Then the catheter guide wire lumen and in-house introducer sheath were flushed. By using the in-house guide wire the catheter was passed through it without any issue, the balloon was inserted through the sheath and inflated with the in-house presto. Pin hole rupture was noted on the catheter shaft proximally near strain relief. Under the microscopic observation a tear was noted to the catheter shaft. Balloon was retracted with no issues. No other functional testing was performed. Therefore the investigation was confirmed for the reported catheter shaft puncture and identified tear, as a pin-hole tear was noted on the catheter shaft upon inflating the balloon, the anomaly was also confirmed under microscopic observation. A definitive root cause for the reported catheter shaft puncture and identified tear could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 06/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon was inflated and the pta balloon catheter allegedly had small hole at the proximal portion of the shaft where the diluted contrast allegedly leaked. The procedure was completed using another device. There was no reported patient injury.